Event description:
A copy of uf/importer report was rec'd in 2008. It was reported that on sixteen days later, an anesthesiologist exchanged a double lumen 39 fr endotracheal tube for an 8.5 fr endotracheal tube over a 19.0 cook catheter. It was difficult to pass, so he switched to a pediatric catheter, which was used successfully. A bronchoscopy was done a few hrs later and a foreign body was incidentally found and removed from the right bronchus. It was yellow with a plastic-like appearance. The tubing and catheter could not be retrieved as trash had been emptied.

Manufacturer narrative:
The tube was discarded and therefore not available for further investigation. The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. A copy of report is attached to this 2 page report 2936999-2008-00295.